Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was part of a system that has sepsis due to community acquired pneumonia. Reportedly, the patient had an acute onset of confusion and lethargy with suspected cause of underlying infection or a recent worsening of mentation. Moreover, patient was also noted with a fever of an unknown origin with possible cause of sepsis due to community acquired pneumonia. The patient was then given oral and intravenous medications. There were no additional adverse patient effects reported. The ICD remains in service.